Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after six firings of the device it was noticed that the anvil had deflected upwards (metal anvil actually bent) away from the cartridge - could not place the device through the trocar due to the deflection. Opened up new device to complete the final two firings along sleeve and completed. Inspected staple line of specimen and looked as though staples had still formed properly even though anvil had deflected away from cartridge. It was noticed during first firing that the tissue was very thick and motor slowed down to accommodate the thickness of the tissue. It was also noticed that it was harder than usual to close the jaws of the echelon on the first firing due to the thickness of the tissue. Five minute delay to procedure. No ae to patient.

Manufacturer narrative:
(B)(4). Date sent: 06/28/2019. Corrected data: 3005075853-2017-04862 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04862 will be re-submitted as follow-up #1.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2017. Device analysis: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.